Event description:
No additional information received from custromer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction. Updated fields: h2, h11 corrected fields: h6 the device was returned to olympus for inspection and the reported failure of scope communication error (e226) was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed error e226 on the screen and there was no image. There were no reports of patient harm.